Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed with no issues or leak noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This was identified during filling. There was no patient involvement. No additional information is available.